Manufacturer narrative:
The permanent cautery hook instrument was analyzed by the failure analysis team and the findings did not replicate or confirm the customer reported event. There is no reported complaint against this product. No product issue was identified. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have a broken distal clevis at the ears of the clevis. Components adjacent to the broken clevis do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 1 and 2 locked up. The instrument release kit was utilized to free a prograsp forceps instrument from grasping tissue. No system errors were generated by the system. The emergency stop button was pressed and the case converted to open. The permanent cautery hook instrument was not in use at the time of the reported event. No fragment was ever noted from the permanent cautery hook instrument during the case. It was confirmed that the missing material from failure analysis occurred outside of the surgical procedure, not while in use with the patient. No report of fragments falling from the device while used within the patient were noted. The instrument was initially returned per dvstat and the field representative. Two prograsp forceps instruments were in use at the time the system down event occurred. The event caused a greater than 30 minute delay in the procedure. The procedure was completed open.